Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I for two patients. The following results were provided (reference range </= 0.05): (B)(6) 2025, sid (B)(6), initial troponin result= 0.275 ng/ml; repeat result (per physician request) <0.010 ng/ml; second specimen, sid (B)(6), <0.010 ng/ml, <0.010 ng/ml; third specimen, sid (B)(6) <0.010 ng/ml, <0.010 ng/ml. (B)(6) 2025, sid (B)(6), initial troponin result= elevated (no actual results provided); repeat result <0.01 ng/ml; repeat result on another instrument <0.01 ng/ml; new blood sample result <0.01 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat troponin-I assay did identify an increase in complaint activity related to the complaint issue. However, an increase in complaint activity was not identified for lot number 93900un24. The device history record review was performed on lot 93900un24 which did not identify any potential non-conformances, non-conformances, or deviations. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 93900un24 are within the established limits. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I lot 93900un24 was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I for two patients. The following results were provided (reference range </= 0.05): (B)(6) 2025, sid (B)(6), initial troponin result= 0.275 ng/ml; repeat result (per physician request) <0.010 ng/ml; second specimen, sid (B)(6), <0.010 ng/ml, <0.010 ng/ml; third specimen, sid (B)(6) <0.010 ng/ml, <0.010 ng/ml. (B)(6) 2025, sid (B)(6), initial troponin result= elevated (no actual results provided); repeat result <0.01 ng/ml; repeat result on another instrument <0.01 ng/ml; new blood sample result <0.01 ng/ml. There was no impact to patient management reported.